Manufacturer narrative:
Concomitant medical products and therapy dates: additional devices implanted on (B)(6) 2016: tgu454520/14273085, (B)(4). Tgu454515/14660073, (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using three conformable gore® tag® thoracic endoprostheses. On (B)(6) 2018, a type ii endoleak was identified. On the same day, embolization of the type ii endoleak was performed. The endoleak was resolved.